Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "not infusing correctly" was not reproduced. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 38.855 and passing error percentage of (B)(4). The event history log review was completed. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not infusing correctly during testing in the biomedical service department. There was no patient involvement. No additional information is available.